Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts. There was no alleged device malfunction contributing to the irritation. Patient's nurse reported that she applied an abd pad under her breasts for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.